Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump kept alarming no delivery all night. The patient's blood glucose was 453 mg/dl but became 462 mg/dl during the call. The customer discovered that she had a bent infusion set cannula. The customer was advised to change her infusion set. Troubleshooting was declined for the insulin pump. The insulin pump was not returned for analysis.